Event description:
The manufacturer representative reported that they were with the patient and charging their device on december 2, 2020. The patient had told the rep that the ins wasn't charging over 50%, but when the rep met with the patient on that day, the rep was able to charge the ins from "red status" to 30% in 20 minutes, and from 20%-40% during the duration of the call. The rep was going to continue charging with the patient to see if they could get the charge to exceed 50% and then would review the diagnostic information on the tablet. The rep reviewed the patient had previously met with them and other reps in the past for recharging education and assistance with recharging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial (B)(6),product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the manufacturer representative was able to charge the ins past 50%. The diagnostic information showed the device appeared to be working as it should. Further actions were not necessary to resolve the event.

Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had difficulty with recharging. It was reported that the controller will not charge the ins past 30%. The patient reported that they have been trying to charge the ins since 9:00 am on the morning of the report but the ins battery level will not charge past 30%. The reported that the controller was at 50%, and the ins is at 30%. The patient reported seeing excellent and good when charging the ins. It was reported that the battery level was lower than 30% when trying to charge the ins, but the battery still does not progress past 30%. It was reported that the controller screen goes black with the green light flashing above the screen. It was reported that the controller was not powering up. The patient reported that the controller has been plugged in. The controller battery was taken took out and reset, controller still did not power up. It was reported that a new charging paddle was sent to the patient and an antenna locate screen was indicated when hooked up. An antenna locator was done with 97 as number because ins is discharged. The patient reported that the ins was shallowed, and they can feel all 4 corners easily. It was reported an antenna locate was performed at the office and the charge was at 50%. The patient was sent home to continue charging. It was reported that the patient received a replacement rtm but didn't think this made a difference, however patient is new to the system so it's unclear if further charging education is needed. It was reported that the controller was taking charge fine.

Event description:
Additional information received stated that the "main box" was replaced to resolve the incomplete recharging issue. No further complications and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. Rep stated that patient could not get ins above 30%. Patient called and got a new charging paddle sent to him, and they got an antenna locate screen when hooked up. Troubleshooting included antenna locate was performed and charged in office. It was noted they did antenna locate and could charge to 50%, they sent patient home to finished charging. They stated the issue was resolved at the time of this report. Additional information from patient was received on nov-15-2018. Patient stated she used all of her own components except for patient¿s li battery (hers was too low). She would compare her components to patient as it was related to charging and called back if there were any differences. No further complication and no symptoms were reported.